Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and received two unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and "two holes at the fundus approximately 1.5cm apart were noted". The novasure procedure was abandoned. She performed a laparoscopy and confirmed the perforations at the fundus. The physician noted there was bleeding so she used bipolar cauterization to treat the perforations. The uterus was reported to be brittle and soft. The patient was discharged home. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the case.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).